Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a connection was loose and a supply bag disconnected, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply line was not secured well to a supply bag and the line disconnected. The technical service representative assisted in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.